Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately tortuous graft anastomosis. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in percutaneous transluminal angioplasty procedure for the shunt. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon the second inflation. The device was able to be removed by normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.